Event description:
It was reported that the patient experienced pain at the implant site, and subsequently experienced a loss of osseointegration (date not reported) resulting in fixture loss. The device is unavailable for analysis.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.